Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe the cannula was blocked. The needle was replaced and there was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: the nurse collected arterial blood for the patient. The needle of the blood collection needle was blocked and could not be operated. Replace the blood collection needle immediately.

Manufacturer narrative:
Initial reporter phone #:(B)(6). Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to clogged needle as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged needle. Bd was not able to identify a root cause for the indicated failure mode.